Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 5.575 mg/day) and bupivacaine (10 mg/ml at 5.575 mg/day) via an implanted pump. The indication for pump use was multiple back operations and non-malignant pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and the reporter denied any emi (electromagnetic interference) or magnetic interaction. The event logs showed an active motor stall that began on (B)(6) 2019 and a ¿stopped pump period may exceed tube set¿ message. No patient symptoms were reported. No further complications have been reported as a result of this event.